Event description:
A foreign object was found in the pack-looked like a piece of skin on the table drape. The pack was discarded and a new one was opened prior to the start of the procedure. FDA safety report ID# (B)(4).